Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9121964, medical device expiration date: 2024-04-30, device manufacture date: 2019-05-01, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog on lot # 9121964. Unable to perform complaint lot history check due to an unknown lot number for needle clog. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the bd ultra-fine¿ pen needle has been found experiencing three occurrences of inability to prime during use. The following has been provided by the initial reporter: material no. 320144 batch no. 9121964, unknown. It was reported that needle clogged. Verbatim: issue: consumer reported needle did not dispensed the insulin during the priming, and she tried injecting in to her leg on (B)(6) 2020, it did not work. The latest incident occurred on (B)(6) 2020. 3 needle did not work. She had total of 20 pen needle that did not work. Sample discarded. Incident date: (B)(6) 2020, occurrence: 3, item# 320144, lot# 9121964; expiration date 2024/04. Issue: needle did not dispensed the insulin during the priming has occurred in the past. Sample discarded. Incident date: unknown, occurrence: unknown, item# 320144, lot# unknown.